Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Although requested by tandem technical support, the customer declined to provide further information regarding this issue. Reportedly, the customer continued using the pump for insulin therapy.